Event description:
It was reported by service report that the ground prong was broken on the power cord. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: ground prong was broken.